Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record for the reported lot revealed no associated nonconforming material records. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, the suture was discovered to have deployed 3-4cm away from the vessel when harvesting the suture after deployed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.